Event description:
The customer biomedical engineer (biomed) reported a failure of the caregroup to alarm when transferring units like x2s around, when a conflict of profiles or data is not resolved. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.